Event description:
Pt reports experiencing pain in neck. X-rays taken on 7/1/99 revealed one anodal closure picture cancellous bone screw to be broken. There are currently no plans to remove the screw.